Event description:
It was reported a cardiac perforation occurred and the procedure was cancelled. During arrhythmia ablation case, a sureflex steerable guiding sheath was selected for use. After ablation, it was noted that the sheath perforated through the left atrial appendage. Heparin infusion was reversed and the procedure was aborted. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information provided, the fields b5 (describe event or problem), f10 and h6 (patient codes and impact codes) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation occurred and the procedure was cancelled. During a arrhythmia ablation case, a sureflex steerable guiding sheath was selected for use. After ablation, it was noted that the sheath perforated through the left atrial appendage. Heparin infusion was reversed, and the procedure was aborted. The device is not expected to be returned for analysis. It was further confirmed there was a pericardial effusion (pe) present. There was no transseptal puncture or radio frequency (rf) application performed as the rf wire slipped into left atrium through a patent foramen ovale (pfo). The crossing to the la was done before the perforation noted. A non-boston scientific pigtail was inserted to drain the effusion and the patient was monitored overnight. In the physician opinion, the sureflex sheath/dilator did not contribute to the patient complication. No other issues were reported.